Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not be inserted into trocar cannula during surgery. He felt the probe was like being caught while he was trying to insert it. The surgery was completed after replacing the product. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received for evaluation. The probe needle was bent upon sample receipt. The sample was visually inspected and found non-conforming with a slightly bent needle and foreign material on the needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. No trocar sample was returned; therefore, the condition of the product could not be verified. The complaint evaluation does confirm the probe had a product fit issue. The fit issue was due to the foreign material on the needle, which is possibly surgical residue. The exact source of the foreign material cannot be determined from this evaluation; however the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. All trocar assemblies are 100% inspected for gauge size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).